Event description:
The pump was returned for random touches registered. Upon return, the device was found to register touch input without any user intervention. An internal investigation was opened to address this issue. A new lcd will be installed during the repair process.

Event description:
The following has been reported: biomed reported: " unresponsive and ghost touch screen. Patient harm: no. Infusion stoppage: no". A preliminary review identified the following issue: random touches registered. Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.